Event description:
Note: this report pertains to one of two spy discover catheters used during the same patient and the same procedure. It was reported to boston scientific corporation that two spy discover catheters were attempted for use in the cystic duct with common bile duct during a laparoscopic cholecystectomy procedure on (B)(6) 2025, for the treatment of choledocholithiasis. During the procedure, the visualization flickered and then changed to the loading screen approximately ten minutes after the fluidics pump was activated for irrigation. Attempts to restore visualization by unplugging and reconnecting the device were unsuccessful. They attempted to use a second spy discover catheter, which presented with the same malfunction. A balloon sweep was then attempted but failed to remove the stone. After a delay of approximately 30 minutes, the laparoscopic cholecystectomy procedure was discontinued. The patient was then sent interventional radiology (ir) for a percutaneous transhepatic cholangiography (ptc). No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two spy discover catheters used during the same procedure. It was reported to boston scientific corporation that two spy discover catheters were attempted for use in the cystic duct with common bile duct during a laparoscopic cholecystectomy procedure on (B)(6) 2025, for the treatment of choledocholithiasis. During the procedure, the visualization flickered and then changed to the loading screen approximately ten minutes after the fluidics pump was activated for irrigation. Attempts to restore visualization by unplugging and reconnecting the device were unsuccessful. They attempted to use a second spy discover catheter, which presented with the same malfunction. A balloon sweep was then attempted but failed to remove the stone. After a delay of approximately 30 minutes, the laparoscopic cholecystectomy procedure was discontinued. The patient was then sent interventional radiology (ir) for a percutaneous transhepatic cholangiography (ptc). No patient complications were reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11(investigation results): the device was returned and visually examined. It was noted that the suction luer was detached upon receipt. During imaging evaluation, the device was connected to the controller and produced an image as expected. Functional testing confirmed that the camera tip articulated properly, with no loss of image during articulation. No residue was observed in the handles breakout area. A leak test could not be completed due to the detached suction/aspiration luer. The reported issue related to visualization was not confirmed. Therefore, this investigation has been assigned the most probable conclusion code of device problem excluded. This determination was made because the device was thoroughly inspected for any damage or condition that might have contributed to the reported visualization problem; however, no such damage was identified. The device functioned as intended and successfully passed all applicable tests, displaying proper image quality. Cancelled/rescheduled - post sedation/sedation unknown and prolonged episode of care will be addressed as adverse event related to procedure since the event was not completed due to the complications faced during the procedure.